Event description:
It was reported that battery did not show that it was charging while on charger. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, so no additional troubleshooting was performed and no further information was available regarding the outcome of the event.